Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal dilaudid 20 mg/ml at 13 mg/day via an implantable pump for unknown indications for use. It was reported that the patient developed a tooth abscess that then seeded in the pump causing infection and requiring an explant. The rep stated that the dental procedure caused the abscess. There was no diagnostics/troubleshooting performed. Actions/interventions taken included an explant scheduled for (B)(6) 2024. The issue was not resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight and medical history was asked but would not be made available due to legal/confidential reasons. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the pump would not be returned as the customer discarded it. The rep stated that there were no allegations regarding the performance of the pump. When asked if the infection had resolved, the rep indicated that it had not yet, but would take a couple weeks at least.